Event description:
As reported on (B)(4) 2014, a female pt of unk age presented for an endovenous laser procedure. The procedure was successfully completed with no report of complications or device malfunction. Post procedure, it was noted a small piece of the guidewire had fractured off in the distal aagsv. The fractured piece was successfully removed through a small incision with a retractor and tweezers. A f/u visit the next day confirmed the pt was doing well. It was reported the disposable devise is not available for return to the MFR for eval as it was disposed of by the user.

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. (B)(4).